Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown caused. This ra lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown caused. This ra lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicates that this ra lead exhibited an increased resistance and threshold. A leadless pacemaker was implanted.